Manufacturer narrative:
(B)(4). The complaint sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports: "one actual sample was returned for further investigation. It was reported that '2 urologists reported that there was an incident with foley: 180605, size 16, lot: k22m58. The male patient with full bladder despite the urology foley inserted. The balloon does not deflate - after a few attempts, the balloon was pierced with a needle inserted suprapubically under ultrasound to remove the foley.' Visual examination on the catheter did not reveal any obvious defect or abnormality. There was no sign of kinking, clamp mark or collapsed lumen observed throughout the shaft, only the balloon was already ruptured. A monofilament was inserted through the inflation deflation lumen. This is to check if there is any blockage at the inflation/deflation lumen. During the investigation, the monofilament was easily able to go through the inflation/deflation lumen. However, non-deflation could be occurred due to several reasons such as it was being bent or kinked during the usage, improper fixation of syringe to the valve or excessive pressure applied during deflation process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as non-sterile water or saline also may lead to such problem. Based on inspection carried out on the returned sample with catheter reported cannot be delated, further investigation found that there is no blockage as the monofilament can go through the lumen easily. No abnormalities on the deflation lumen. Although sample received with already ruptured balloon, the complaint could not be verified as manufacturing related cause." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states, "male patient with full bladder despite the urology foley inserted. The balloon does no deflate - after a few attempts, the balloon was pierced with a needle inserted suprapubically under ultrasound to remove the foley". Additional information received states that no patient suffered, "significant pain during various manipulations, need for ultrasound guided suprapubic punctures", however the patient has "good health status". The catheter had been in place for less than 48 hours.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The report states, "male patient with full bladder despite the urology foley inserted. The balloon does no deflate - after a few attempts, the balloon was pierced with a needle inserted suprapubically under ultrasound to remove the foley". Additional information received states that no patient suffered, "significant pain during various manipulations, need for ultrasound guided suprapubic punctures", however the patient has "good health status". The catheter had been in place for less than 48 hours.